Event description:
Pt reports surgery closed with vicryl stitches. Pt has had swelling, pain an an infection diagnosed as "staphococcus a". Rejection of sutures occurring exactly at the point of the sutures where the infection is. Pt on antibiotics. When antibiotics are stopped the infection is still present and the wound reopens.